Event description:
Clinical study. It was reported that 7 days after a coronary drug eluting stenting treatment procedure the pt expired. The pt was enrolled in the program in 2004. Target lesion 1 (20 mm long) was identified in the 1st ob marg, with 100% stenosis and a 2.6 mm reference vessel diameter. Target lesion 1 was treated with redilation and placement of a 2.5 x 24 mm taxus stent. Residual stenosis was 0%. The pt was discharged 3 days later on plavix. Four days later (7 days post enrollment), the pt became unresponsive at home and emergency medical system was called. The pt was intubated and CPR was started. Epinephrine and atropine were given prior to arrival in ed. The pt was brought to the ed in cardiac arrest and acls was continued. The pt expired in the ed. No autopsy was performed. In the opinion of the physician, the relationship of the event to the taxus stent is "unknown."